Manufacturer narrative:
Concomitant medical products: 305c221, tissue valve, (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was inappropriately mode switching during atrial flutter episodes. Programming options were discussed, and the device remains in use. No patient complications have been reported as a result of this event.